Manufacturer narrative:
(B)(4). This complaint reported by a home patient (hp), who encountered a system error 2240 during drain 7 of 7, was not confirmed due to a lack of sample; however, per information within the complaint the most likely cause of the se2240 alarm is due to animal damage. The hp noted "a leak in the line and they stated they have cats. There was no specific lot number identified with this complaint; however, a batch review was performed on two potentially associated lots (h09l21060 and h10a24030) with no issues noted. A label review was performed: on page 11.11 of the homechoice patient at-home guide there is a warning for patients to inspect tubing for damage. On page 13 of the patient training material, going home with confidence for home pd patients, patients are told to protect their supplies from contact with animals. This review found the labeling adequate for the potential use error(s) in the complaint. A trend review showed that there was no adverse trend for the as reported problem code leak. Analysis of global complaint data showed that (B)(4) complaints reported as leak in the product line, x3di homechoice ancillaries, which product code 5c4531c is in. Overall the trend line is stable. Renal quality engineering, along with plant manufacturing and quality, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate. There is an ongoing CAPA investigation, (B)(4), associated with this report. The root cause for incidents of system error 2240 alarms will be identified/addressed through the CAPA.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) unit during drain 7 of 7. The home patient (hp) stated there was no disconnect; however, there was a leak in the line. The hp indicated that she has cats. The technical service representative (tsr) had the hp cycle the power and a system error 2367 alarm, which was cleared and the tsr referred the hp to the nurse. A system error 2367 is an alarm that is due to a previous system error alarm. When this alarm occurs, the homechoice is discontinuing the present therapy. The hc unit was operational. On (B) (6) 2010, a follow-up call was made to the hp's nurse who stated that he was not aware of this report. The nurse stated that the hp was having pain on (B) (6) 2010 and was diagnosed with peritonitis. The culture came back negative, but the cell count showed the leucocyte count at 1390 and polys at 95%. The hp was treated with antibiotics, but was not hospitalized, and is considered to have recovered. The nurse was not sure what caused the peritonitis until the follow-up call was made, but now suspects it was the cats. The hp was not hospitalized.

Manufacturer narrative:
(B) (4).the actual sample was not available for evaluation as it was discarded by the patient.